Event description:
It was reported that the patient presented in the clinic for a scheduled follow up. Upon device interrogation, the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. A lead revision was scheduled on (B)(6) 2025 and during procedure, the replacement rv lead was unable to be implanted. The replacement lead exhibited low impedance and high capture threshold despite multiple lead positions. Examination of the replacement lead revealed lead damage and excess torque build up on the lead. The replacement lead was removed and a new lead was implanted. The physician elected to electively replace the pacemaker and connect the existing rv lead on the left ventricular (lv) pacing port as a backup. The patient was stable throughout procedure.